Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer stated that she has been having high blood glucose she thinks it was related to stress. The customer has been in contact with her doctor who is checking her hormones and thyroid to see where the issue is. The customer also things that some of the highs were contributed by not putting in her infusion set correctly. The customer was offered 24 hour helpline transfer but declined.